Manufacturer narrative:
Device orientation. From the product analysis, it was found that working length/ distal tip was twisted, the exposed cutting was discolored and appeared to have melted the extrusion at the distal pierce hole. The initial tip orientation was found to be out of specification due to twisted distal tip, confirming the customer complaint. But the orientation could be adjusted to be within product specification of between 9:00 am and 2:00 pm by rotating the device handle. The most probable root cause is 'operational context' since the device did not orient properly likely due to factors involved in the procedure. The twisted distal tip/ working length are likely due to the procedural factors encountered during the use of the device and root cause is "operational context". The tear/ melt in the working length extrusion caused the cutting wire anchor to slide proximally from the distal pierce hole and altered the exposed cutting wire length to become shorter, which now measured 7 mm, and now is outside the manufacturing specification of 20 mm +/- 2 mm. The cutting wire with the soldered anchor (notch) was found to be intact. The exposed cutting wire appeared discolored likely from usage/ overheating/ dried residue. The root cause for this failure mode is undeterminable since it cannot be determined what caused the cutting wire to melt the extrusion.

Event description:
It was reported to boston scientific corporation in 2008 that an rx autotome sphincterotome was used during an endoscopic retrograde cholangiopancreatogram (ercp) procedure the same day. (Patient gender, age and weight unknown) according to the complaint, the tome was coming out of scope oriented to the right more than it should have. The case was completed with another rx autotome sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."